Event description:
Cath lab room 4 client merge system lost connectivity. Staff report screen freezing and unable to document the case. Staff rebooted the system and continued procedure. Lost connectivity again. Patient documentation freezing. Able to reboot merge and continue. Biomed and it in control room waiting to assist and will evaluate as soon as procedure ends. Staff and md feel room unstable to continue until this issue is fixed. We will check to see if the information flows over to cath lab report in cerner after the case ends.